Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 11:00 pm, the patient reported receiving high cgm readings on both her mobile app and receiver. She was experiencing symptoms including light-headedness, dizziness, a dazed state, and pain. A fingerstick test confirmed a bg level exceeding 400 mg/dl. No calibration was performed at that time. Around 11:30 pm, the patient¿s son transported her to the hospital. During transit, the patient experienced a brief sensor error, which lasted less than an hour. Following the error, cgm readings indicated hypoglycemia, despite the patient¿s continued symptoms. Upon arrival at the hospital, a fingerstick test again showed a bg level over 400 mg/dl. Calibrations were performed; however, the cgm readings on both the mobile app and receiver remained inaccurate and continued to display low values. The patient remained symptomatic, reporting dizziness. Hospital staff administered toradol (route not confirmed) to address localized pain, though the specific location of the pain was not documented. The patient did not receive any medications other than her prescribed maintenance medication, metformin. The cgm sensor remained in place throughout her hospital stay. The patient was discharged at approximately 4:30 am on (B)(6) 2025, after a five-hour stay. Prior to discharge, a fingerstick test showed a bg level of 147 mg/dl, while cgm readings continued to report low values. During a follow-up call, the patient reported feeling fine. A fingerstick test taken during the call showed a bg level of 141 mg/dl, yet cgm readings were still inaccurately low. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the d and c zone of the parkes error grid on (B)(6) 2025. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.